Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless. The md found that the catheter could not be fully advanced into the patient. As a result, md removed the iab and found that there was a kink in the catheter. A request was made for another catheter.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.